Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that balloon difficulty removal and catheter shaft break occurred. The target lesion was located in the right coronary artery (rca). A flextome cutting balloon was selected for use. During procedure, it was noted that there were some stents that already re-stenosed; so, the physician advanced the flextome cutting balloon and tried cutting the re-stenosis inside the stent. When the physician attempted to remove the cutting balloon, it became caught on a stent strut. The physician kept pulling the balloon without damaging the stent and injuring the patient; however, the catheter shaft broke into three pieces. Consequently, the physician took a non-bsc guide catheter and brought it over the balloon and successfully pulled the device including all the broken pieces. The physician completed the procedure by stenting. No further patient complications were reported and the patient's status was fine.